Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) reviews were conducted for the disposable novasure and rfc reportedly used in this procedure. The devices were released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. (B) (4)

Event description:
It was reported that following an uneventful novasure endometrial ablation a hysteroscope was inserted for a scheduled sterilization procedure. Due to difficulty visualizing the ostia, the physician inserted graspers to remove "fragments of ablated tissue". "The physician apparently perforated the uterine wall during this grasping process". A laparoscope was inserted and a perforation was seen which "measured 3mm in the right lateral aspect of the fundus, approximately 5mm medial to the utero-tubal junction". The perforation site was cauterized. Also seen was "blanching of the uterine serosa across the fundal aspect of the uterus" and a small blanched area on the small bowel. The patient was admitted to the hospital that day for laparoscopic suturing of the small bowel at the site of the thermal injury and a hysterectomy with bilateral salpingectomy-oophorectomy which was done at the patient's request for treatment for her menometrorrhagia. The patient was discharged on (B) (6) 2010 and the physician reports the patient "is now doing well".